Event description:
The pt experienced a loss of therapeutic effect. Symptoms included muscle rigidity and shaking. The pt was admitted to the hospital for pain management. The right-sided deep brain stimulator battery light and the 'on' light did not light when checked with the pt programmer. Please see MFR. Report # 3004209178200901703. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.